Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a case of hyphema and elevated intraocular pressure (iop) in a patient who had a micro-stent implant. The surgeon believes the issue may be caused due to blood blocking the device's collar. He is continuing to monitor the patient. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of hyphema, elevated intraocular pressure (iop) due to blood blocking the collar, blurry vision, and hypotony; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Information provided referred to elevated iop associated with the presence of blood obstructing the device. Day 1 postop iop data provided ( 9 mmhg and 5 mmhg) is inconsistent with the claim of elevated iop. These iops reflect pressure on the lower end of the spectrum. No information is provided regarding use of ocular hypotensive medication, which could also be a reason for the lower iop. The manufacturer internal reference number is: (B)(4).